Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the upon removal of the tampon, it fell apart leaving pieces inside of her. She had strange discharge and scheduled medical treatment.